Manufacturer narrative:
Load wheel casting.

Event description:
It has been reported that while unloading pt off the porch, the head section load wheel casting broke and the cot allegedly tipped and pinned the pt against a shrub. There was reported pt involvement. It was reported the pt sustained cuts and scrapes.